Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient was discharged from the hospital and recovered from the events (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain (which occurred a day prior to the peritonitis diagnosis). The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. It was reported that the patient retrained on the proper aseptic technique. No additional information is available.